Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced chronic pain, with suspected brachial plexopathy secondary to compression from the device. The pocket was widened and the device was relocated to a more medial direction. A few months later, the patient experienced shortness of breath, discomfort, and pain, and an lv (left ventricular) lead dislodgement was noted. The lv lead was turned off and later explanted. The device remained in use, until being explanted years later at eri (elective replacement indicator). No patient complications have been reported as a result of this event.